Event description:
It was reported that the patient received inappropriate antitachycardia therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia due to programming. The device was reprogrammed and patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.